Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneruysm in 2000. The diameter of the aortic neck was 20 mm. It was reported that the physician had difficulty accessing the aneurysm due to a small iliac artery; therefore, retro peritoneal approach was used. The physician stated that the main device could not be inserted without a 22 french sheath. It was reported that the common iliac artery was surgically repaired with a patch; however, it is unknown what caused the arterial trauma. Final angiogram demonstrated no endoleak and successful outcome with exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.